Event description:
Eval revealed that the force sensor resistance reading was out of calibration. The force sensor assembly was visibly damaged.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor resistance reading was out of calibration. The force sensor assembly was visibly damaged. Review of the pump history revealed multiple loss of prime alarms associated with zero force. The pump was primed successfully and exercised with no alarms occurring.